Event description:
During a lap cholecystectomy procedure, clips didn't retain on the clipped structure and became loose and dropped off. There were no adverse consequences to the patient. One device returning.